Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of the merlin.net real time strips showed crosstalk. All measurements were in range in both chambers. A chest x-ray did not show any anomalies. The patient will continued to be monitored by the physician.